Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed there were not any keystrokes, programming, use related events or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported issue. An internal and external inspection was performed and found no issues. The power on self-test was successfully performed. The device passed all check and calibration tests successfully. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Review of device history indicates manufacture of the device is not related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.